Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3. Reference MFR. Report: 1627487-2014-26767, 1627487-2014-26768. It was reported the patient was experiencing the ipg spontaneously turning on and then he subsequently turned his scs system off with a magnet. The patient has not used or recharged his scs system since the beginning of the year. X-rays were taken and showed there was a partial lead pullout from the header. The patient is receiving effective stimulation. Follow up information identified the patient has not turned on his system, however; the system spontaneously turns on. In addition, the patient is experiencing a tingling sensation in his right front part of his thigh. Surgical intervention may be pending to address this issue.